Event description:
A c-arm fluoroscopy unit turned itself on for approximately two minutes, emitting radiation. It was emergently shut down. After being rebooted, the same problem occurred for thirty seconds. The MFR does preventative maintenance on the units on a yearly basis. All controls verified. No problem found. There were no pt or employee issues.